Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited premature battery depletion. No further information has been provided.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the device was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.